Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Material from the production line was verified and no issues were found. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the flap on the side of the non rebreather is falling off when in use. No patient harm reported and no intervention was required. Additional information from the customer reported the patients are moving more due to proning and the flow meters are being placed on flush resulting in flows much higher than 15 lpm resulting in the rubber washer possibly falling out.